Manufacturer narrative:
Added 21 jan 2018. As no further information related to the event (date, patient, etc.) Will be able to be obtained, the complaint is now considered closed.

Event description:
Update 21 jan 2018. A request was made 13 dec 2017 for patient information. A response was received later that day. "Not the end user. Am third party biomed. Unit was found in shop when I arrived. Duration in shop over 6 months. Unable to provide this information." As there is no information related to the patient or actual incident, the report is being updated from an "adverse event" to a "product problem".

Manufacturer narrative:
The product was returned to the service centre for evaluation. The reported failure was not confirmed. During the incoming test, the unit passed all tests, and the reported failure was unable to be duplicated. Performed functional tests and the monitor passed all functional tests. In addition to testing a review of the DHR was performed and no anomalies associated with the complaint incident were found. A review of non-conformance reports (ncrs) is deemed necessary as the root cause of the complaint incident was not determined due to no fault found. There is no evidence of a manufacturing defect. Further incidents of this nature will be monitored for recurrence and trending purposes. Reviews of complaint trends and capas were also performed. There were no capas found related to this event. A total of (B)(4) complaints were reviewed of which the complaint was identified as a single occurrence. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation.

Event description:
Customer stated unit will not produce reading. Further information supplied by reporter: out of box failure: no. Did product fail during commissioning, decontamination or setup procedures prior to first clinical use: no. Additional information requested.